Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to vaginal wall prolapse, urinary incontinence and enterocele. It was reported that she experienced pain, infection, urinary problems, bleeding, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had additional tvt implant on (B)(6) 2006 due to vaginal wall prolapse, urinary incontinence, and enterocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, erosion, bleeding, dyspareunia. It was reported that the patient had additional non johnson and johnson mesh implant on (B)(6) 2006 manufactured by c. R. Bard inc. It was reported that patient underwent mesh revision on (B)(6) 2006. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent an excision of exposed mesh, and cystoscopy on (B)(6) 2014, due to vaginal foreign body and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.